Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm occurred (cartridge alarm 30) during the loading sequence. Customer loaded a new cartridge successfully. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer added insulin to the cartridge and loaded it successfully. The customer¿s blood glucose level was 137 mg/dl.